Event description:
Patient came down to procedure lab for line placement and received moderate sedation. Patient monitored with vyaire medical adult oral/nasal co2 sampling with o2 delivery cannula for capnoflex module. The oral monitoring portion of the cannula has been repeatedly, across numerous patients, suctioning itself to the patients lower lip. This patient sustained a nonblanchable skin injury. Picture sent to apsm [redacted name].

Event description:
Patient came down to procedure lab for line placement and received moderate sedation. Patient monitored with vyaire medical adult oral/nasal co2 sampling with o2 delivery cannula for capnoflex module. The oral monitoring portion of the cannula has been repeatedly, across numerous patients, suctioning itself to the patients lower lip. This patient sustained a nonblanchable skin injury. Picture sent to apsm [redacted name].